Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2017) is known. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that there is an additional label on the product, labeled 'demo'. No patient involvement occurred. Product being retained by the customer.